Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer also experienced insulin flow blocked alarms during bolus delivery, incomplete bolus delivery, rising sensor glucose values, and a bent cannula associated with set-related blockage. The customer was treated for hyperglycemia with an insulin pen for the missing bolus and set replacement. The event involved product mmt-1886. Troubleshooting was performed, including reviewing the daily history and confirming that only 4.150u of 10.00u was delivered, correcting posture, performing two manual bolus tests that both resulted in insulin injection cutoff alerts at 0.100u of 4.9u, identifying likely cannula blockage, and replacing the set; the bent cannula was confirmed after removal. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.